Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a patient¿s pump was flipped. The healthcare professional (hcp) stated that refills were done under fluoroscopy, and when they had difficulty accessing the pump and couldn¿t interrogate the patient was sent for an x-ray and the flip was confirmed by imaging. There was no therapy or medical problem because there was saline in the pump. The hcp stated they would try to manually flip the pump back. The pump was used to infuse saline at the minimum rate. No interventions or outcome were reported for this event. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.